Event description:
The service report shows the customer reported that the 840 ventilators stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The cse inspected the device and replaced the bdu pcb. The unit passed extended self testing.